Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018, a patient was in svt for over an hour with no tele alarm or cmu call. A nurse was in the room when the svt began helping the patient shave, brush their teeth, etc. During these activities, the patient began complaining of shortness of breath and dizziness. After these complaints, the nurse looked at the telemetry monitor and saw the svt. The monitor never alarmed to alert, and cmu did not call regarding this event until 10 minutes after it was discovered based on patient symptoms. A rapid response was called on the patient, and eventually, the patient was given adenosine and returned to sinus rhythm. Philips field has confirmed there was no delay in caring for the patient; the nurse was in the room at the time. The device was in clinical use at the time the issue occurred. There was no lack of awareness to the patient's condition. The patient was given adenosine and returned to sinus rhythm.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse tested the central station (piic) and the telemetry device being used on the patient for visual and audible alarms; both were found to be functioning properly. Alarm logs were provided, however, the logs did not go back to the date of the reported incident. The customer indicated that a reboot of the device corrected the issue. Alarm configuration settings and strips were not provided. Therefore it is not known if the patient rhythm would have supported the provision of an svt alarm or not or if the alarms were configured or enabled for this. No subsequent calls logged for this device or issue. As the device was found to be working properly by the fse, no replacement parts were needed, and no repair was performed on the device. The device remains at the customer site. No further investigation is warranted at this time. No further information was provided on this case.